Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s entire scs system was removed due to an infection at the ipg site. Postoperatively, the patient was treated with antibiotic therapy and the infection has resolved.